Manufacturer narrative:
(B)(6): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, the staples would not release. Another like device was used to complete the procedure. There were no adverse consequences for the patient.